Event description:
It was reported the pt is experiencing ineffective stimulation as a result of lead migration (x-ray confirmed) following the pt being removed while unconscious from a house fire. It was also reported as a result of the house fire, the pt was hospitalized for 2 weeks. Surgical intervention will be taken at later date to address the lead migration/stimulation issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.